Manufacturer narrative:
Including PMA / 510(k) #: p990064.

Manufacturer narrative:
Citation: jeganathan r et al. The risk and outcomes of reoperative tricuspid valve surgery. Ann thorac surg 2013;95:119 ¿25. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. (B)(4).

Event description:
Medtronic received information via literature regarding an evaluation of reoperative tricuspid valve surgery. All data were collected from a single center between may 1979 and january 2011. The study population consisted of 68 patients (predominantly female, mean age of 60 years), 35 of which were implanted with medtronic products including 25 hancock ii, 3 mosaic, 3 duran ring, and 4 with a simplici-t band (serial numbers not provided). Among all patients 34 deaths (9 early and 25 late) occurred; none of the deaths were attributed to medtronic product. Among all patients non-death adverse events included: re-operation for bleeding, low cardiac output syndrome, renal failure, conduction disturbances with permanent pacemaker implant, stroke, pulmonary complications, late complication of endocarditis, and tricuspid regurgitation specific to patients implanted with an annuloplasty ring or band. Multiple manufacturers were noted in the literature; based on the available information a direct correlation could not be made between the observed adverse events and medtronic product. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.